Event description:
It was reported that the patient was experiencing inadequate pain relief and was also uncomfortable with the device. The patient underwent implantable pulse generator (ipg) removal procedure.